Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available. Should further relevant information become available; a supplemental medwatch will be filled.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a stent dislodgement occurred. The lesion was located in the iliac artery. The 8.0x60x75cm express biliary ld stent dislodged from the balloon in the iliac artery. The physician retrieved the dislodged stent and implanted another of the same device. The physician stated that the femoral artery was "damaged" during removal of the dislodged stent. Therefore, a new sheath and stent were used. Additional information has been requested regarding this event.